Manufacturer narrative:
The investigation found no damage or deficiencies that would contribute to the reported dislodged cannula. The adhesive pad and welds were also inspected, and no abnormalities were found. There were no issues with the cannula assembly that would result in leaking, and the fluid path was inspected with no signs of leakage observed. The cause of the event could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to 312 mg/dl between 25 and 36 hours of wearing the pod. The reporter stated the adhesive separated from their abdomen, resulting in the cannula dislodging which caused leaking. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.